Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection and redness was seen around the incision. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.

Event description:
It was reported that this lead was part of a system revision due to infection and redness was seen around the incision. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the d4 in suspect medical device tab. If information is provided in the future, a supplemental report will be issued.